Manufacturer narrative:
Additional information: h3. Device evaluation: lens not returned in box. Claim# (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the a cc4204a, +23.5 diopter, intraocular lens had a scratch due to injector. No patient contact. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.